Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they could not increase their stimulation, as their ins was dead. The patient stated that their eri message has not yet been resolved. They added that their physician sent the in for an x-ray to check their leads. The patient noted that they have another appointment to review the results. They stated that they are having a new ins implanted on (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease. It was reported that the patient saw a figure on her programmer on (B)(6) 2019. The patient thought it meant she needed to change her programmer batteries. The patient changed the batteries and then the programmer wouldn't power up. The patient tried a second set of batteries and an eri message came on the screen on (B)(6) 2019. The patient said she thought the ins would last at least 5 years. It was suggested the patient follow up with the hcp to have the ins tested. No symptoms or further complications were reported.